Event description:
Angiocath that was capped was in the process of being removed from pt. When the cath was removed only the cap and the head of the angio came out. The nurse had to milk out the rest of the catheter.